Event description:
Allegedly, fracture of the femoral component of the tkr, additionally the tibial insert had wear resultant from the femoral implant fracture, all components were revised (femoral component, insert and tibia component).